Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetic ketoacidosis, with a blood glucose reading of 417 mg/dl. The customer stated that she had the stomach flu, which led to diabetic ketoacidosis. Prior to the event, the customer looked down at the insulin pump, and the screen was blank. No alarms were on the screen. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Nothing further was reported.